Event description:
Patient reported the insulin delivery of the infusion device is too low. Additional attempts to reach the customer were unsuccessful. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.